Event description:
Additional information received reported that the physician inserted the serial number again into the device at the time of the event, but nothing was solved. The patient could not feel stimulation and experienced a return of pain. A replacement was scheduled, and the versitrel ins was replaced with another versitrel. It was reported that the patient was fine.

Manufacturer narrative:
Analysis of the neurostimulator (product #7427v, serial #(B)(4)) found battery longevity was not met, cause unknown. Destructive analysis revealed that the battery did not experience an internal problem. No problems were found with the battery. Longevity estimate for 7427v, (B)(4) showed the battery would reach elective replacement indicator (eri) at 19.62 months and end of service (eos) at 2.1 years. Implant duration was 11.8 months. Based on the battery analysis results, the longevity estimates did not match up.

Event description:
It was reported that the patient went to a normal follow-up appointment about 1 month ago and when the device was interrogated the n'vision requested the serial number of the device, as if the neurostimulator had been reset. The patient did not recall any exposure to strong emi. They serial number was entered in the device, which was reprogrammed without difficulty. A month later the patient came back to the hospital and the device would not interrogate. It was reported that there was a power-on-reset condition that could not be cleared, and the patient experienced a return of painful symptoms. It was noted that the programmed parameters would indicate a longer battery life. At the time of the report the device had not been successfully programmed, and the reporter believed they would replace the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).